Event description:
It was reported that the position of the right atrial (ra) lead was believed to have changed and therefore undersensing the patient's atrial arrhythmias. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.